Event description:
The physician treated an occluded section of the distal rca with the rotational angioplasty system. The guide wire fractured into two pieces. The distal portion of the guide wire remains in the pt.